Manufacturer narrative:
D9 - date returned to mfg on 4/15/2024. Received one used list #123390488 primary plum set attached to a bag spike adaptor. No damage or anomalies were noted. The set was attached to an ICU medical provided IV bag and primed per packaging direction and a test infusion was performed. The set had a cassette test failure alarm during testing and further infusion was unable to be performed. There were no issues noted with the establishment of flow during priming. The set was also leak tested per specification and a leak was observed from the corner of the cassette. The complaint of pump showed failure can be confirmed however no issues were noted with flow. Additional analysis performed. The event related to ¿pump showed failure, solution could not drip.¿ was analyzed and according to the assessment performed it was determined that this event was not caused during the manufacturing process because the following probable cause: 1- cassette warpage: since the measure of warpage exceed 0.005 inches the cassette is considered as warpage cassette; this deformation was not caused during the manufacturing process because warpage condition is caused by exposure to excessive heat during transportation; the manufacturing process was discarded since the production floor has controlled temperature conditions. This deformation could generate a leak in the cassette. Therefore, this complaint can be confirmed, and the probable cause is due to warpage cassette by exposure to excessive heat during transportation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that an unspecified pump showed failure, solution could not drip. The event was noted during infusion of a normal saline. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement and no patient harm.